Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (500 mcg/m l at 200 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient's pump was moved from their back side to a new pocket in the front. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report. Additional information was received from the company representative who reported that the reason for the pump revision was due to the patient experiencing discomfort with the previous pump placement.